Event description:
The customer reported to olympus, the evis exera iii xenon light source experienced a b30 scope communication error. The event was identified during the intended diagnostic colonoscopy procedure. The procedure was completed using a similar device. There was a 15-20 minute delay. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was not returned for evaluation. Per the report, customer stated that after troubleshooting the issue was narrowed down to a scope and they will be keeping the clv-190 the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.